Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's alarms were faint. The insulin pump ran out of insulin without her knowing every couple of months. They went through three battery caps. The buttons stick when they tried to press them. Customer's blood glucose level was not reported. The device was not returned.